Event description:
The disposable loading unit was used with a 55 stainless steel instrument during a low anterior resection. The staples did not form properly at the distal end. The surgeon removed the malformed staples and resected a portion of tissue at the application site. A temporary ileostomy was performed manually. The hosp has reported that the pt is in the intensive care unit.